Event description:
Lateral aspect of poly insert worn to tibial tray. Damage to lateral aspect of tray with marked wear. Fracture of lateral femoral condyle transverse at the anterior junction of the femoral peg. Pt was advised by surgeon that the insert needed replacement and surgery was scheduled for 2002. Pt's wife died in 2001 and pt cancelled surgery. The surgeon stated that they suspected that the delay was the primary contributing factor for implant failure. No trauma was indicated.